Manufacturer narrative:
The physical device was not returned for investigation. In the case description, the user mentioned the pod was delivering boluses slowly and sensor values were missing despite a sensor being connected. As a result, the user was hospitalized for high blood glucose values and diabetic ketoacidosis. Cloud data from the user for on (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found frequent invalid estimated glucose values (egvs) of -1 and -2, indicating the sensor failed to connect and the sensor experienced temporary errors, respectively. Urgent high glucose values (greater than 500 mg/dl) were received by the pod multiple times on (B)(6) 2026. The phb data shows that the system operated primarily in automated mode, appropriately adjusting the microbolus amounts based on the estimated glucose values and user inputs. When in manual mode, the system correctly delivered the user's manual basal program regardless of estimated glucose values received. Review of the bolus records captured in the cloud during this period confirmed that the user was bolusing during this period and the boluses were successfully delivered as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after the delivery of each bolus. Additionally, each bolus was confirmed to have been delivered at the expected rate of (B)(4) units every 2 seconds. No evidence of any issues with insulin delivery or system functionality was found in the cloud data. However, the cause of the pod-sensor connectivity issues could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
At the time the event was reported to insulet on 09-mar-2026, the patient reported they have been in hospital (B)(6) hospital) for a couple days due to diabetic ketoacidosis (dka) (dka was reported under insulet reference number: (B)(4), FDA 3014585508-2026-14714, mhra 2026/003/017/601/084). The patient reported being unsure if the pod worn on the arm was delivering insulin. The patient delivered a bolus of 6.5 units of insulin for their evening meal, and their blood glucose level rose to 20 mmol/l (360 mg/dl). As treatment, the patient self-administered 3 units of insulin using a novorapid pen. The pod was then removed and bleeding and slight swelling was observed in the infusion site. Insulet received additional information on 17-mar-2026 from an mhra user report 2026/003/016/501/015. The patient reported bolus insulin doses were recorded as delivered using the pod, but their blood glucose level did not respond as expected, with persistent hyperglycaemia. The patient reported being switched intermittently between automated and manual modes due to missing sensor values. The patient attempted troubleshooting including replacing the pod, changing the pod placement site, using pods from a new batch, using a new insulin vial, and replacing the continuous glucose monitoring sensor. However, the patient reported their blood glucose level only improved after insulin was administered via intravenous infusion and insulin injection pens. The patient was reported to have stopped using the omnipod system and returned to insulin injections using insulin pens. Abbott was informed of this event on 19-mar-2026. This is pod 1 of 2 (insulet reference numbers: (B)(4). The pod was used with the personal diabetes manager reported under insulet reference number: (B)(4).

Manufacturer narrative:
Cloud data investigation was completed. H3 changed to yes.